Event description:
I had gained about (B) (6) lbs over the past 10 yrs and am only (B) (6) tall. I went to highly respected bariatric surgeon, (B) (6). He recommended the inamed -now allergan- gastric lapband which I had inserted in an outpatient procedure on (B) (6) 2006. I had food blockages every day no matter how carefully I chewed my food. I was constantly heaving over the toilet. Starting a little over 2 yrs after I got the lapband, I started having acid reflux into my throat every night after I laid down in bed or after I fell asleep would wake me up. I was (B) (6) and never had acid reflux or heartburn in my whole life before. I started taking over the counter prilosec, and after taking it for about 5 months on and off, I got extremely painful heartburn non-stop day and night. I had many very painful and severe side effects from taking prilosec and antacids, and my heartburn got worse and worse the longer I took the pills. I am in an (B) (6) and had to go to my primary care md for referrals. He had me have an upper gi series. The radiologist diagnosed that the les was stretched but in normal limits. I was in excruciating pain non-stop day and night and slept about 1 hr a night sitting up only. First I had all restriction removed from the band in dr (B) (6) office, which did not help relieve the pain at all. Finally after over 2 months of non-stop agony, I called dr (B) (6), and he recommended coming to the emergency room (B) (6) in (B) (6) where he is on staff, and he removed the lapband. Removal did not help the agonizing pain which I have every night after I fall asleep in a chair and everyday - only daytime can be somewhat controlled with the strictest, most restrictive diet of eating the same foods of almonds, pistachios, eggs, lean plain ground turkey and white fish, and a few non acid vegetables everyday. I have only drunk water for the past yr. (B) (4).